Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Additional investigation is being conducted through ncr number (B)(4). The cause of the reported condition of peritonitis is use error-poor aseptic technique.

Event description:
This report was received from (B)(6) and is a spontaneous report by a baxter-employed nurse from (B)(6) of a break in aseptic technique and peritonitis in a patient coincident with dianeal pd2 ultrabag therapy for peritoneal dialysis (pd). On an unreported date, the patient experienced a break in aseptic technique, described as patient made a mistake. On (B)(6) 2011, the patient experienced peritonitis which did not require hospitalization. It was unknown if remedial therapy was rendered. The cause of the peritonitis was a break in aseptic technique. At the time of this report, dianeal pd2 ultrabag therapy was ongoing. It was unknown if the outcome for the event of peritonitis had resolved. The nurse did not provide an assessment of causality for the events of break in aseptic technique and peritonitis and the relationship with dianeal pd2 ultrabag therapy.

Manufacturer narrative:
(B)(4). The label review was performed and found the labeling adequate for the user error in this complaint.